Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's family members said that the patient currently is unable to stand upright, and has difficulty in walking and needs crutches, and has lumbago. The family members said they took the patient to another hospital last year (the specific hospital was not informed) for treatment. After examination and diagnosis for the patient, the doctor informed his family that the patient's disease was systemic multifunctional comprehensive decline syndrome, not neurogenic cystitis, and then the cranial surgery was preformed. The patient is currently recuperating at home. Currently, the family members expressed the hope that it can be debugged again. If there is still no improvement, they will consider explanting the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.